Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that the pacemaker exhibited noise over-sensing resulting in pacing inhibition. No intervention was performed. The patient was in stable condition.